Manufacturer narrative:
A review of the last three (3) product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from january 01, 2016 to january 31, 2018 was reviewed as it relates to reports for product number mm51161410p. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Brand name: uno aqualine sec 2w std ch14. (B)(6). Based on the available information, this event is deemed a serious injury. Additional details have been requested but, not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that ¿following a section procedure and upon removal of the catheter it was not possible to deflate the retention balloon. Aspiration was attempted as normal, when that was useless, physician was called for. Then it was decided to cut off the valve to evacuate the water. This was also unsuccessful.¿ attempts were made to aspire water directly from the balloon fill line, but it was not possible to drain the balloon. ¿the physician decided to try to empty the balloon by entering two fingers via vagina to apply pressure to the bladder and the balloon, the balloon was emptied and the catheter could be removed.¿ it was further reported that ¿penetration of vagina was necessary which was associated with discomfort and a stressful situation for the patient.¿

Manufacturer narrative:
No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).